Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the software version was 1.1.413. The rep will go to the hcp office to update their applications. The programming error was resolved during the catheter revision procedure. The managing office confirmed the orders with the operating surgeon, who approved the changes and corrected the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen via an implantable pump for unknown indications for use. It was reported that the patient's pump was refilled a few days ago and it appears hcp programmed drug units as mg instead of mcg. Reviewed as long as the numerical portion of the drug and dose were accurate, that would not change the actual dose. Explained that when it's changed, the tablet would prompt for a bridge, but no actual bridge would be needed.